Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin was squirting out and stuck in the prime rewind loop. Customer¿s blood glucose was unknown at the time of incident. Customer stated that they were not able to exit the preparing to prime loop. Customer stated they did not receive second series of beeps nor did numbers appear on the screen. The customer was advised to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test or test for prime or fill anomaly due to a33 alarm.